Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the device was displaying error code 222.4030- motor stall error. The customer replaced als but the issue persists. It was reported there was no patient involvement.

Event description:
The customer reported the device was displaying error code 222.4030- motor stall error. The customer replaced als but the issue persists. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 10apr2012 to the present date 18nov2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200151017 for test failure - pressure test which does not correlate to the customer reported issue.